Manufacturer narrative:
(B)(4). Date of alcl diagnosis: (B)(6) 2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl, seroma-late, capsular contracture grade iii, lymphadenopathy, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl, seroma-late, capsular contracture grade iii, lymphadenopathy, and granuloma.

Event description:
Healthcare professional reported for right side "right breast enlargement", "fluid puncture of the right breast implant and immunohistochemical testing confirmed bia alcl", "fluid around the implant", "baker grade iii fibrous capsule", "axilla with reactive lymph nodes", "¿few giant cell foreign body granulomas¿. Histopathological markers cd30+ and alk- have been received. The device has been explanted and replaced. Treatment: device explant, capsulectomy, subcutaneous mastectomy.